Manufacturer narrative:
The astral circuit was not returned to the resmed. Based on a similar complaint that was previously investigated, it was determined that the circuit was unable to provide the adequate positive expiratory end pressure (peep) value due to a faulty expiratory valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being evaluated before patient use, it's circuit tubing failed to provide the adequate peep (positive end expiratory pressure) value. The device was not in use when the fault occurred, therefore, there was no patient involvement.